Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that after left thr performed on (B)(6) 2021, the patient presented an infection with previous pelvic fracture. This was addressed via revisions surgery on (B)(6) 2022. Patient current status is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that after left thr performed on (B)(6) 2021, the patient presented an infection with previous pelvic fracture. This was addressed via revisions surgery on (B)(6) 2022. Patient current status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint, therefore, a thorough medical investigation cannot be rendered, nor can the clinical root cause of the reported failure be confirmed or concluded. The provided, customer feedback form supported the compliant, however, it did not contribute to determining a root cause. Should any additional relevant clinical information is later received, then the case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.